Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. Per the user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer performed the load fill tubing sequence while connected at the infusion set site. Customer's blood glucose (bg) was 80mg/dl. Additionally, customer was refilling cartridges with insulin from older cartridges. Subsequently, customer went to the emergency room (ER). Bg was treated with glucose tablets, and intravenous insulin and unspecified fluids. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 450 mg/dl).